Event description:
Caller states a leak was identified and it was suggested that the inner canula was ot locking into place correctly. The caller confirmed that reintubation/ recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis.